Event description:
It was reported that the patient presented in clinic after receiving an alert for high, out of range pacing lead impedance on the rv lead. Upon interrogation and opening of the pocket, normal and stable lead impedance measurements were observed. As a result, the physician elected to explant the device and cap the rv lead on (B)(6) 2017. The patient was stable before and after the procedure.

Manufacturer narrative:
Interrogation of the device revealed the device was above eri when received. The device functionality was bench tested and no anomaly was detected.